Event description:
Customer reported poor image quality, preventing use of the system. No pt injury was reported.

Manufacturer narrative:
Follow up # 1/supplemental report text 12/06/2010. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging that she was unable to obtain a reading on her one touch ultra 2 meter. The patient mentioned that on (B)(6) 2010 at 4:00am, she attempted to test her blood glucose; however, was unsuccessful in obtaining a reading. Since the patient was unable to obtain a reading, she took her usual dosage of medication. An hour later after the alleged issue began, the patient developed symptoms of feeling shaky. The patient did not seek any medical attention or contact their physician for assistance. While troubleshooting, it was noted that the patient had been testing in the meter memory. Customer care advocate (cca) assisted the patient with the proper way of testing and the issue was resolved over the phone. Although the issue was resolved over the phone, the product was replaced. The complaint is being reported since the patient alleged she was unable to test her blood glucose due to testing in the memory mode and later developed symptoms suggestive of a serious injury.

Manufacturer narrative:
The 510 (k) # is k053529. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.